Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 700 flat reservoir was visually inspected and functionally tested. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. This wear would not affect the functionality of the device. The pump was not returned for analysis. The lot information was not provided for the returned components so device history review (DHR) could not performed. The ams 700 hazard analysis indicates that the reported events of this complaint do not represent a new hazardous situation. Product analysis was unable to confirm the reported event.

Event description:
It was reported that the patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) reservoir due to twisted tubing. Due to this, the pump was not functional and could not cycle until the tubing was cut. A new reservoir was implanted. No further details were provided.